Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred. A lot history review (lhr) of recp0308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle bent was found when huberplus was checked because leakage occurred during a drip transfusion to bedridden patients. It was stated the needle had not been bent yet when the needle was punctured into the port body. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle bent was found when huber plus was checked because leakage occurred during a drip transfusion to bedridden patients. It was stated the needle had not been bent yet when the needle was punctured into the port body. There was no reported patient injury.